Event description:
Additional information received indicated the noise due to myopotential oversensing was observed on the device. No intervention will be performed to resolve the event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During remote follow-up, noise was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.